Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows deformation present on the disassembled endplate. Based on the imaging provided, it does not appear that the implant was fully collapsed or disassembled prior removal. This in conjunction with the possibility that the implant experienced excessive forces during removal could have resulted in the dissambly of the endplate. However, an exact cause of the reported issue could not be determined.

Event description:
It was reported there was a revision surgery to remove a caliber spacer and during removal the implant broke in half. This event occurred in australia.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows deformation present on the disassembled endplate. Based on the imaging provided, it does not appear that the implant was fully collapsed or disassembled prior removal. This in conjunction with the possibility that the implant experienced excessive forces during removal could have resulted in the dissambly of the endplate. However, an exact cause of the reported issue could not be determined.

Event description:
It was reported there was a revision surgery to remove a caliber spacer and during removal the implant broke in half. This event occurred in australia.